Event description:
Report received of a hair noted in the bulb portion of a manual blood pump tubing set while connected to a patient. An unspecified hydration solution was infusing via the blood set which was attached to the patient's IV access site. The customer reported this is routine for pre-operative patients in the same day surgery unit. An IV antibiotic solution that was connected to the set at the y-site had completed infusing when the hair was discovered by the or staff. The tubing was changed and there was no delay in critical therapy. There was no report of any adverse patient effects.